Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced twiddler's syndrome, causing the leads to get dislodged. A surgical intervention was required to resolve the issue and the cardiac resynchronization therapy pacemaker (crt-p) remains active. No additional adverse patient effects were reported.